Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: unknown. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported inflation issue and difficult to inflate and the reported patient symptoms of pain and discomfort are acknowledged within the IFU and are not related to off-label use or failure to follow instructions. The reported patient symptoms of pain and discomfort are known risks associated with this device type and indicated as such in the instructions for use. A risk review was completed; inflation issue and tissue damage related symptoms are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the information, an investigation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain around the right testicle while inflating or deflating the device and stomach pain. Additionally, the device was not inflating. Three months later, the event of pain around the right testicle was treated with medication and surgical intervention. The surgical intervention involved a pump replacement, and the patient reported difficulty with pumping as the pump was fixed to the right tunica vaginalis giving him some scrotal discomfort with activation. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain around the right testicle while inflating or deflating the device. Additionally, the device was not inflating. Three months later, the event of pain around the right testicle was treated with medication and surgical intervention. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain around the right testicle while inflating or deflating the device. Additionally, the device was not inflating. Three months later, the event of pain around the right testicle was treated with medication and surgical intervention. The surgical intervention involved a pump replacement, and the patient reported difficulty with pumping. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain around the right testicle while inflating or deflating the device. Additionally, the device was not inflating. A revision surgery has been scheduled. No additional information was provided.